Event description:
Customer reports that this set came apart just below the first injection port closest to the drip chamber. The nurse was infusing a chemo med called oxaliplatin. There was a chemo leak. The chemo leaked on the chair, the IV pump and on the nurse's hands. They followed their protocol and used their chemo spill kit. No injuries reported.